Event description:
Additional information indicated that following the blood patch being performed, the patient's headache resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a trial procedure for a drg system where 4 leads (from the same lot) were placed. It was reported during the trial procedure a cerebrospinal fluid (csf) leak occurred and the patient subsequently developed a headache. Consequently, the physician performed a blood patch.